Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
During evaluation for the depression in the skin it was noted that the generator had been migrating and causing discomfort however no interventions were initially planned. It was later reported that the patient underwent surgery to secure the migrating generator. During the surgery the generator was replaced and the new generator was secured. No additional relevant information has been received to date.

Event description:
Information was received from the patient that the device was relocated due to the device moving as well as being painful and bulging.

Event description:
It was reported that the patient had a depression in her skin near the chest incision site. The depression in the skin was just above the generator. It was noted that the generator had been implanted within the previous year. A review of manufacturing records confirmed the generator was sterilized prior to distribution. No additional relevant information has been received to date.

Event description:
It was reported by the surgeon that the migrated generator was removed with a non-absorbable suture still attached. He believed that the generator had been implanted too far on the breast tissue. When the generator moved further down the breast it pulled the wound down leading to the depression in the skin.